Event description:
It was reported that the head plate won't sustain position for extended periods. It was further reported that the cylinder lost pressure in the middle of a case causing the patient to move out of position. There were likely incisions when this occurred. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported that the head plate won't sustain position for extended periods. It was further reported that the cylinder lost pressure in the middle of a case causing the patient to move out of position. The account was provided information to return the device for additional inspection, but no updates were provided. Three communication attempts were made to stryker raqa canada, but no additional information could be obtained. This issue was discovered during a procedure and the patient impact could not be determined but no adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored. If further information is obtained a supplemental will be filed.

Event description:
It was reported that the head plate won't sustain position for extended periods. It was further reported that the cylinder lost pressure in the middle of a case causing the patient to move out of position. There were likely incisions when this occurred. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.